Event description:
During the procedure, the enterprise vrd ((B)(4)) could not release during the procedure with the select plus microcatheter (606s255x/15637870). Then the devices were removed as unit because there was resistance, and it could not be confirmed whether the stent or the microcatheter had the problem. Afterwards, another similar enterprise and microcatheter was used to complete the procedure. During the placement, the stent was placed at least 5mm on either side of the aneurysm neck, and the stent was attempted to be released by withdrawing the microcatheter. It was unknown if the stent was released past the recaptured point. No thrombus or stenosis was noted at the target site that may have prevented complete expansion of the stent. During the attempt to release the device, the stent was not in a side branch, bifurcation, or at an acute angle. All labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, and a constant and dedicated heparinized saline source was used at all times. The microcatheter distal tip was not re-shaped. After the event, other than the reported event, the devices were not damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter. The pcom artery tumor/aneurysm measured 5x6.5mm. The devices were discarded, because the patient had infectious disease.

Manufacturer narrative:
During the procedure, the enterprise vrd ((B)(4)/10117252) could not release during the procedure with the select plus microcatheter (606s255x/15637870). Then the devices were removed as unit because there was resistance, and it could not be confirmed whether the stent or the microcatheter had the problem. Afterwards, another similar enterprise and microcatheter was used to complete the procedure. During the placement, the stent was placed at least 5mm on either side of the aneurysm neck, and the stent was attempted to be released by withdrawing the microcatheter. It was unknown if the stent was released past the recaptured point. No thrombus or stenosis was noted at the target site that may have prevented complete expansion of the stent. During the attempt to release the device, the stent was not in a side branch, bifurcation, or at an acute angle. All labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, and a constant and dedicated heparinized saline source was used at all times. The microcatheter distal tip was not re-shaped. After the event, other than the reported event, the devices were not damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter. The pcom artery tumor/aneurysm measured 5x6.5mm. The devices were discarded, because the patient had infectious disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15637870 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The enterprise and concomitant prowler select plus mc are not available for analysis. Based on the report that there were no damages noticed after removal on the mc, it appears that procedural factors including vessel characteristics contributed to the kinking of the catheter and resistance with insertion of the enterprise. Based on the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00412 and 1058196-2012-00413.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15637870 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00412 and 1058196-2012-00413.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15637870 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00412 and 1058196-2012-00413.